Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a reposition of a muscle in the shoulder procedure on (B)(6) 2018 and suture was used. During the procedure, the needle detached. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: a detached needle of product code (B)(4) was returned for analysis. No suture was sent for evaluation. During the visual inspection of a needle the swage and attachment area as to be expected. The hole of the needle was examined under magnification for suture remnant and remnant was found in the hole and marks on the edge needle that appears to be by use of the surgical instruments. This condition caused the performance - pull off suture needle. To avoid this kind of damage the packages, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.